Manufacturer narrative:
Investigation outcome: it was reported that during the electrical safety test of a new (out of the box) device, the device went into complete loss of power state. At this time the device was running on battery power. Smell of overheating was observed from esm on brief inspection of the device after incident. The reported issue/errors cannot be evidenced on reported date of event from attached device logs. It is unknown if the device could be powered-on at all after the reported failure. Requested further information. The device was returned to be exchanged for a new one. No details of defective part available. This case is considered as closed.

Event description:
Hamilton medical ag received the following incident description: "the ventilator went into a total power loss condition during electrical safety testing. The ventilator had been operating under battery power without issue prior to the failure. The esm smelled overheated during a brief examination of the ventilator". The investigation shows that the ventilator device (new out-of-box) failed during equipment leakage current test with mains reversed while being tested under iec 62353 standard. At this time the device was running on battery power. Smell of overheating was observed from esm on brief inspection of the device after incident. The reported issue/errors cannot be evidenced on reported date of event from attached device logs. There is no patient involvement reported (new out-of-box device).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.